Event description:
It was reported that the tandem mobi pump would not turn on or charge, and several troubleshooting steps failed to resolve the issue. There was no adverse impact on the customer's blood glucose level. Technical support decided to send a replacement wall adapter, charging cable, and charging pad with two-day shipping. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.